Event description:
The manufacturer received information alleging a ventilator was not delivering consistent pressure. There was no harm or injury reported. The device has been returned to the manufacturer, but has not yet been evaluated. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of a ventilator not delivering consistent pressure. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed.